Manufacturer narrative:
A medtronic representative went to the site to test the device. Testing found no fault with the device. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a device being used outside a procedure. It was reported that the o2 would not connect with stealth. This was outside of a case with no patient present. There was no patient harm or additional complications reported or anticipated as a result of the event.